Event description:
After replacing the diluent reagent on the coulter lh 750 analyzer, the first specimen processed generated a false high hemoglobin (hgb) result which was reported out of the lab. Upon repeat testing a lower result was obtained. Actual results were not supplied. Per customer, they do not consider the erroneous result to be significant. There was no affect to patient or treatment.

Manufacturer narrative:
Per customer, qc was performed before the event and results were within assay limits. The customer contacted bci service and was instructed to mix the reagent and perform an hgb lamp adjustment and complete instrument startup on the lh750 instrument. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.